Event description:
It was reported by the customer that they wanted to receive more info about the safety scroll wrap. Advised customer feature is to ensure over delivery does not occur. Nothing further reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has ben returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.